Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, scratched display window, cracked case near reservoir window and cracked case near display window corners noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device was cracked. Customer's blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.